Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 3.50 x 38 mm promus premier was deployed to treat the target lesion. After deployment, the physician noted a progressing distal edge dissection. A 2.75 x 38 mm promus premier was deployed overlapping to cover the dissection, completing the procedure successfully. The patient experienced limited blood flow, however, was stable post procedure and fully recovered.